Event description:
Amphirion was advanced through sheath over .014 wire to the distal posterior tibial artery. Balloon was inflated to 8 atm for 1 min. Balloon was repositioned to a more proximal site, but the attempt to inflate failed (could not maintain pressure). Physician took a picture and it appeared the balloon had burst. While removing the amphirion, there was resistance encountered. When completely removed, an angiogram was taken and the distal marker was still visible in the pt. The removal of the displaced distal marker with a 4mm micro snare kit was successful. Once out, another amphirion was inserted and several more inflations were done with a 2.5 x 120 amphirion.